Manufacturer narrative:
The infusion device was thoroughly evaluated. The down button is always active. The cartridge compartment is contaminated. The delivery accuracy was tested and meets specifications. The snap dome of the down button is pressed through due to an external mechanical influence. As a result, the down button is always activated and the error message is unclearable.

Event description:
The pt reported concern with the down button on the infusion device. Pt stated he noticed in (B)(6) 2010 that the down arrow button would not respond to button presses. Unable to troubleshoot at time of the report. Pt reported the button on the infusion device does pop back up when pressed. Pt reported insulin did spill in the cartridge compartment of the infusion device 3 weeks prior to report. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.